Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported a lens that was exchanged due to anisometropia and hyperopia following an intraocular lens (iol) implant procedure. The patient wanted improved vision without the use of a contact lens.